Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during use, during initial drain. There was air in the patient line. The baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to air in tubing (without alarm) and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He reported that there was about 10 inches of air in his patient line. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.